Event description:
It was reported that the #4 accolade ii broach, the interface between the broach handle and the broach would not come off. Had broach seated and broach handle would not release. Eventually released with force.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.